Manufacturer narrative:
Citation: beute tj et al. Use of en snare device for successful repositioning of the newest self-expanding transcatheter heart valve. Sage open med case rep. 2018 dec 20;6:2050313x18819933. Doi: 10.1177/2050313x18819933. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding two cases in which a non-medtronic snare device was used to reposition two generations of self-expanding valves during transcatheter aortic valve replacement. Patient 2: a (B)(6) year-old male patient with severe aortic stenosis and a history of stage iii chronic kidney disease, hypertension, chronic obstructive pulmonary disease, and type 2 diabetes mellitus who underwent implant of a 31 mm medtronic corevalve bioprosthetic valve (serial number not provided). Following valve deployment, a balloon aortic valvuloplasty was conducted for paravalvular aortic regurgitation, however, the dilatation caused the valve to drop to a depth of 12 mm below the annulus resulting in moderate-severe aortic regurgitation. Subsequently, a 6f non-medtronic snare was used to catch the inner and outer tabs of the valve and then reposition the valve to an implant depth of 8 mm. Following repositioning, no aortic regurgitation was noted. At 90 days post implant, an echocardiogram showed a mean aortic valve gradient of 15 mmhg and no aortic regurgitation. No additional adverse patient effects or product performance issues were reported.